Manufacturer narrative:
Additional information: d10 h3, h6: the real intelligence robotic drill, part number rob10013, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device could not be established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. The drill functioned as expected without any connection issues. A case was performed and the handpiece did not throw any "robotic drill disconnect" errors during femur cutting. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is improper/no connection between cori drill and console. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The reported incident was assessed from a clinical/medical standpoint: the surgeon resorted to manual instrumentation to complete the procedure. The surgeon was satisfied with the surgical outcome. No other complications were reported. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device could not be established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. The drill functioned as expected without any connection issues. A case was performed and the handpiece did not throw any "robotic drill disconnect" errors during femur cutting. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The reported incident was assessed from a clinical/medical standpoint: the surgeon resorted to manual instrumentation to complete the procedure. The surgeon was satisfied with the surgical outcome. No other complications were reported. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during cori tka procedure, when they arrived to femur distal cut stage and the surgeon touched bone while bur was already spinning, the robotic drill disconnect error popped up and the light was flashing on cori system above drill port. They immediately went to try the steps of the troubleshooting video (quitting case, turn off cori, unplug drill, plug back in, turn cori on, go back in to saved case, recalibrate) but, as soon as they finished recalibrating, the cut stage would pop back up and then the error happened again, it popped up as soon as surgeon was cutting bone. They tried to troubleshoot again, but it failed. The procedure was changed to manual instruments with gen 2 and was satisfied with his outcome. No other complications were reported. After the procedure, they tested the drill and it failed the maximum speed test, it sounded off and seemed like it was not spinning right.